Event description:
Medtronic received info that approx ten months after the implant of this transcatheter pulmonary valved conduit, fluoroscopy revealed a grade I fracture of the stent. The fracture was stable, with no change in gradient across the valve. There are no reported pt symptoms.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.